Manufacturer narrative:
Other: review of information indicates high right ventricular pacing impedance. The lead was replaced. No patient complications have been reported as a result of this event. Additional information received on the event indicates a coil fracture was confirmed by the clinic. No conclusion can be drawn. Impedance, high, lead(s), fracture of.

Event description:
Review of information indicates high right ventricular pacing impedance. The lead was replaced. No patient complications have been reported as a result of this event. Additional information received on the event indicates a coil fracture was confirmed by the clinic.